Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a coronary artery bypass graft procedure on unknown date and suture was used to close the sternum. One or two days after the procedure, the patient developed a skin rash involving skin redness, irritation, and itching. It was also reported that the patient presented with recurring migratory skin reaction, which began on the trunk and eventually would resolve in one location before developing again in another location on the body. Affected areas involve the patient's chest, back, buttocks, arms, legs, and head. The patient was referred to infectious disease specialists with ruled out shingles, lyme disease and any other infectious etiology. Skin patch testing was performed and identified allergies to nickel and to gold. The patient has been treated with topical clobetasol cream 0.05 percent as needed, oral hydroxyzine twenty-five milligrams every four hours, and occasional steroid shots, all of which have provided modest relief. The patient is considering a reoperation with a different surgeon to remove the suture versus continued medical treatment pending composition of the suture. It was reported by the patient that during the case, the phrenic nerve was injured and only half of his diaphragm functions now. Additional information has been requested.